Event description:
This incident was reported in the abstracts book in 9/05. The article was titled; "transcatheter closure of meoderate-to-large sized patent ductus arteriosus with the amplatzer duct occluder. As reported in the article: "distal embolization of ado to right pulmonary artery occurred in 1. After the device was retrieved percutaneously, the patient was sent to surgery." Additional information received from the physician in 11/05 stated that patient had a ductus diameter of 8.5mm. The physician had requested a 14/12mm device for the procedure, but the largest device available was a 12/10mm. The device migrated after after several hours and was retrieved using a snare. The patient underwent pda ligation, however, there was residual shunt after the operation. The physician used an 8/6mm device to achieve complete occlusion.